Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pin connector of the right atrial (ra) lead was bent and unable to connected with the header. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and the full lead was returned and analyzed. The analysis indicated that the connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst that the lead was received in the analysis lab with the connector pin bent. If information is provided in the future, a supplemental report will be issued.